Manufacturer narrative:
A getinge field service engineer (fse) replaced the defective main board (0670-00-0788). Problem rectified. Unit is working satisfactorily. Unit is handed over to the customer in good working condition.

Event description:
It was reported by the customer that during routine check, the cs300 intra-aortic balloon pump (iabp) unit was not switching on. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.